Event description:
It was reported that the patient, a new user within the first week, experienced a low blood glucose of 67 mg/dl after lunch when a caregiver announced the meal as less than usual despite a normal meal, leading to inappropriate meal entry and a subsequent low reported on the bionic circle after the patient had returned to another caregiver. Symptoms included hypoglycemia. Outcomes included treatment with oral carbohydrate. Investigation included user education and troubleshooting. Investigation of this case revealed incorrect meal announcement and provided coaching to announce meals accurately to support proper pump adaptation. It was concluded that user error related to meal entry contributed to the event, and education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.